Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
This complaint is in reference to the alcon product air optix plus hydraglyde for astigmatism. A health care professional on reviewing the consultation notes reported that consumer wore the lens in her right eye and felt irritation and uncomfortable in the eye than consumer discarded the lens and tried another form the box and again felt the same. Consumer was diagnosed with small corneal ulcer, at 12 o'clock position. The current status of the consumer¿s eye was resolved at the time of this report. No additional information regarding the event or product is known at this time.

Manufacturer narrative:
D.9., h.3., h.6.: the complaint product was returned for evaluation and was found to meet manufacturing specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).